Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 3387s-40, lot# va0tux9, implanted: (B)(6) 2015, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. Was reported that one of the leads did not get connected somehow when the implantable neurostimulator (ins) was first implanted. The physician notified the patient immediately after the procedure when the impedances were being tested. The patient wondered if voltage could be leaking. No medical symptoms were reported. No further complications were reported/anticipated.